Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380.

Event description:
It was reported that the patient experienced high blood glucose level and diabetic ketoacidosis event on (B)(6) 2026 due to which the patient got admitted in the hospital and treated with intravenous therapy.